Manufacturer narrative:
This report is being submitted to correct the follow-up report-1 that was submitted to address investigation conclusion. However, investigation conclusion of MFR 1221359-2021-03250 was inadvertently submitted under this MFR number 1221359-2021-03162. Please also see updated fields: d4, h6 & h10. Investigation conclusion: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 147836 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 147836 and device part number 195-430h / lot 141882a. The lot met the required release specifications. A review of the complaints reported as conflicting result patient results (confirmed and unconfirmed, conflicting results) related to kit lot 147836 showed that the complaint rate is 0.001%. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, or the specific patient sample.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data. Please see updates fields: d1, d2,d3, g1, & g4.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 147265 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 147265 and test base part number 195-430h / lot 141425a. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 147265 showed that the complaint rate is 0.002%. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, or the specific patient sample.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The user reported conflicting results with the binaxnow covid-19 antigen self test. The user states their initial binax now covid test generated negative results. Repeat testing generated positive results. No additional patient information, including treatment and outcome, was provided.